Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 4808570j implantable ports allegedly experienced failure to advance, deformation due to compressive stress and stretched. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for evaluation. Therefore, the investigation is confirmed for deformation due to compressive stress; however, the investigation is inconclusive for failure to advance. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport isp m.r.I., 8fr groshong products that are cleared in the us. The pro code for the power port isp m.r.I., 8fr groshong is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for evaluation. Therefore,the investigation is confirmed for deformation due to compressive stress; however, the investigation is inconclusive for failure to advance. A definitive root cause for the reported event could not be determined. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the powerport isp m.r.I., 8fr groshong products that are cleared in the us. The pro code for the power port isp m.r.I., 8fr groshong is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 4808570j implantable ports allegedly experienced failure to advance and deformation due to compressive stress. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.